Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. Patient¿s mother indicated that the reaction was noticed when the sensor was removed on the seventh day of use. The reaction was located around the adhesive tape and not under the sensor pod. The patient had a red reaction the size of a coin with pus like infection. The affected area was cleaned with saline solution and polysporin and a band-aid were applied. Patient¿s mother stated that it felt like something sharp was threaded into adhesive tape. No medical intervention was reported. No additional event or patient information is available.